Event description:
The saline device was received with the inner thermoform breached before surgery. No add'l info regarding this occurrence the physician noted is available at this time. The MFR will request the return of the device for eval purposes and continue its investigation of this occurrence. An admission that the device caused or contributed to a death or serious injury or that the device malfunctioned. Pursuant to part 360i (b) (3), this report shall not be admissible into evidence or otherwise used in any civil action".